Event description:
It was observed during the device evaluation, the rhino-laryngo videoscope exhibited liquid dripping from the light-guide bundle. Additionally, the grip, up/down angulation lever plate, and universal cord were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the events (liquid dripping from the light-guide bundle, the grip, up/down angulation lever plate, and universal cord were sticky) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.